Event description:
Pt came to the hosp for outpt cataract surgery with lens implant. Surgery was successful and the pt was discharged home. The following day the pt was readmitted with an infection in the operative eye. Pt received both systemic and intraocular antibiotic treatment. Physican progress notes indicate pt most likely will lose the operative eye.